Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific's technical services received a question in (B)(6) 2016 about a beeper disabled message on the summary report. On the date of implant, beeper function disabled. There was no magnet application and no MRI counts. There were no allegations of device malfunction. In (B)(6) 2017, this health care professional (hcp) contacted boston scientific's technical services to discuss the test beeper screen. Technical services recommended that the patient be seen in-clinic to check the beeper volume and re-enable if appropriate. Boston scientific received information from the local representative. The local representative was not aware of the phone call and was unable to provide any additional information.